Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6), local independent administrative institution. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor image quality/video image did not display. The issue was found during set up of the device. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,h2,h3,h6,h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device water damage and cable watertight defect a root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure because video image did not display due to charged coupled device water damage. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.